Manufacturer narrative:
(B)(4). The customer reported that the battery was not recognized by the device. There was no pt involvement. The battery was evaluated at philips and the failure of the battery was confirmed. The customer was advised to replace the batteries for this device. The device was serviced and a new battery was shipped back to the customer site.

Event description:
The customer reported that the battery was not recognized by the device. There was no pt involvement.